Event description:
According to nurse: during surgery of an axsos distal femur, the nurse, was told to give the surgeon a cancellous screw from the screwrack. She took the screw she thought was right and gave it to the surgeon. The screw was placed in the femur condyl and afterwards, the nurse realized that she had given the surgeon a wrong screw, it was a cortical screw. The surgeon changed the screw to a cancellous screw. The surgeon was asked by the nurse if it had any influence on the patient and the surgeon replied no.

Manufacturer narrative:
Device will not be returned.